Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('device identified protruding through the myometrium at the fundal regions'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('stillbirth or miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 2001, (B)(6) 2005, (B)(6) 2007.). Concurrent conditions included perineal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/pain severe left side pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and rash ("rashes or skin conditions type: rashes pop up all over"). In 2014, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("allergy: (nickel ¿ diag. Post-essure)") and abortion spontaneous (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, menorrhagia, allergy to metals, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, rash, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: diagnosed nickel allergy: no. Discrepancy noted: lab data - plaintiff did not undergo for confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: unknown.. Ultrasound scan vagina - on (B)(6) 2016: echogenic intrauterine device identified protruding through the myometrium at the fundal regions. Please correlate to clinical findings. More details with contrast CT scan of the pelvis is advised. Concerning the injuries reported in this case, the following one/ones were reported via medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received ¿ case become incident. New events abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), device ineffective, rashes or skin conditions type: rashes pop up all over, dysmenorrhea (cramping), perforation (fallopian tube(s)), dyspareunia (painful sexual intercourse), device identified protruding through the myometrium at the fundal regions. Product indication was added. Patient height was added. New reporter, medical history and lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.